Manufacturer narrative:
The lay user/patients lancet device has been returned and evaluated by lifescan product analysis with the following findings: the lancet device failed testing. The reported issue was confirmed. The lancing device involved with this complaint was further evaluated by product analysis with the following findings: the lancing device had damaged casing threads and stripped cap threads were found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. On september 21, 2020, lfs received notification from the FDA that this supplemental was on-hold and had not been successfully received by the agency. Lfs has been engaged with the FDA since september 21, 2020, to agree upon remediation of the on-hold issue. On march 11, 2020, the world health organization (who) declared the covid-19 outbreak as a global pandemic. In line with final guidance published by the FDA in may, 2020, entitled 'postmarketing adverse event reporting for medical products and dietary supplements during an influenza pandemic'; lfs has agreed late reporting of all on-hold supplementals. This submission is included as part of that agreement.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 lay user/ patient's reporter t contacted lifescan (lfs) and alleged their one touch delica lancing device cap is loose and falls off. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the reporter that the issue occurred on (B)(6) 2016 at 4pm. The reporter stated the patient manages their diabetes with insulin pump. The reporter confirmed that the patient did not make any changes to their usual diabetes management regimen in response to the alleged product issue. The reporter claims the patient developed symptoms of "poked finger with lancet when cap fell off" at the same time as the product issue; however the patient denied receiving medical treatment. At the time of trouble shooting, the cca confirmed there was no misuse of the product, and the correct sample collection technique was used however the issue was not resolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject lancing device caused or contributed to a serious injury. The patient did not develop symptoms suggestive of a severe injury after the product issue occurred nor did the patient receive medical intervention. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.